Event description:
The customer returned the gastrointestinal videoscope to the service center with a report of leak detected at the tip of scope. This does not indicate an MDR reportable event. However, during the device analysis, an MDR reportable malfunction was noted in which burnt in the distal end plastic cover was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is likely related to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.